Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line alarm. Tubing clings to itself coming out of package. Difficult to untangle. Is this the same stickiness inside the lumen causing the microbubbles to adhere and not move through with the fluid even when priming or during bolus. These are the bubbles that the sensor is stopping medication for, but they never clear or move no matter what strategy is used. No injury reported.